Event description:
It was reported that a patient presented to clinic for a normal follow up. It was noted that the device exhibited far field r wave oversensing. The device was reprogrammed and patient was planned to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.